Event description:
Information was received from a patient regarding an external device. The reason for call was pt says that the other day "they added my legs to the therapy and now the controller screen goes completely all white then turned off and then the screen went blank and the only way to get it back on is with aa batteries or plugging in the power cord". Pt can connect wirelessly and can change settings but when they goto charge the screen goes blank. They said this started happening friday. Pt reset controller and connected to ins and controller is at 80 percent and ins is at 40 percent. They plugged in rtm and screen immediately went blank. Rtm and controller port look intact, but in the battery compartment one of the prongs seems out of place "and is up alittle bit". Pt turned settings down to preserve battery life and says they are having some pain. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:   brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the controller (serial# (B)(6)) found a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. They also replaced the main board due to broken/damaged pins on recharger connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.